Event description:
It was reported to philips that the system did not turn on. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure got delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not turn on. Upon troubleshooting fse found that the main power distribution unit (mpdu) was defective. To resolve this issue, the fse replaced the mpdu in another case ID. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.